Event description:
Reportedly patient expired after an implant date in 2007, due to unknown reasons. Unknown if patient death is device related. Date of patient's death and implant duration is unknown; therefore, the aware date is used as the occurrence date. Information received in 2008 per sales rep: "on follow-up - hospital and implanting surgeon unaware of patient's demise. Patient had been discharged from care of surgeon back to general practitioner - as is the norm. So in the event of the return of permanent implant cards to edwards from pt's family if they are deceased, the surgeon and hospital are generally unaware of this".

Manufacturer narrative:
Device not returned.